Event description:
Had intralase lasik surgery performed on right eye to adjust vision for distance on (B)(6) 2021. Resulted in complications on right eye that include blurred poor vision, constant pain, headaches, extreme light sensitivity, dry eye, and night halos. FDA safety report ID # (B)(4).